Manufacturer narrative:
The insulin pump was received with operating currents within specs and passed self test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. The pump also alarmed low battery alarms due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with cracked case on the back at the battery tube area and battery tube threads. The pump was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damaged, faded serial number label and partially broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery only lasts 2, 3 weeks. The customer's blood glucose was 11 mmol/l. The insulin pump will be returned for analysis.